Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment smelled like insulin. The customer reported that for two weeks leading up to the call, she used a full reservoir of insulin per day. Blood glucose level at the time of the incident was not provided. The customer stated that the point where the tubing entered the body was wet at times. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.